Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep)regarding the patient who was implanted with a neuro stimulator (ins). Information was reported that the patient's leads migrated to t5. Provider will do a paddle lead back at t7 where the lead originally was. It was noted that the patient is experiencing a return of pain and new pain unrelated to baseline. The issue has not been resolved at this time. Additional information was received from the manufacturer representative (rep). It was reported that the rep was calling to report impedance issue post op. Electrodes 0, 5 <(>&<)> 6 are measuring >40,000 ohms. Patient is currently laying on back. Caller reported elevated impedances intra-op affecting the 8-15 lead/port, but since has resolved. It was decided to implant a surgical paddle. We discussed possible temporary (air pocket) affecting the upper left quadrant of the 5-6-5 lead. Unknown if issue will resolve, but if doesn't to avoid those contacts. All other values / electrodes are in range. Caller also indicated ins replaced as well. Additional information was received from the manufacturer representative (rep) clarifying that the reason the ins was being replaced was because the patient wanted the complete system replaced when their lead was replaced. The cause of the high impedances was not determined. Tech services was called to address the high impedances and the rep checked impedances in reference to different electrodes. The issue was resolved. It was reported that the patient¿s ins was still implanted and all impedance issues had cleared up. It was indicated that the provided information had been confirmed with the physician. No further complicat ions were reported/anticipated. Additional information was received from the manufacturer representative (rep) reporting that that all impedance issues resolved on their own. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.